Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl due to needing settings adjustments. Paramedics assisted customer in taking slow acting and fast acting carbohydrates to address low bg. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.